Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to address the issue, including removing an o-ring from the pneumatic tap and cleaning the area. After following these steps and successfully attaching and loading the cartridge, the customer was able to resume insulin delivery.